Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was defective. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: both output connectors were found to be broken. Case was found to be broken. Display wires were found to be pinched, with insulation intact, and display flex cable was found to be creased. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.